Manufacturer narrative:
A steris account manager interviewed multiple user facility clinical engineering and biomedical personnel and identified that the harmony iq integration system was operating properly with the exception of an intermittent issue with the video quality from a non-steris camera to a monitor. The steris account manager and the camera manufacturer's account manager reviewed the integration system, monitor, and camera and identified that the monitor settings were incorrect. These settings can be adjusted by user facility personnel. The account managers reset the monitoring settings and advised the hospital biomedical staff of the proper settings. A steris service technician also inspected the harmony iq integration system, performed a full functional test of the unit, and found the system to be operating according to specification. No additional issues have been reported. The harmony iq integration system was installed by steris on (B)(6) 2013. It is not under steris service contract for maintenance.

Event description:
Reference user facility medwatch (B)(4). The user facility reported that the control panel on their harmony iq 2800 integration system was not operating properly.